Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The information provided to sjm indicated that a 6f angio-seal sts plus was selected for use and deployed into a retrograde puncture in the right femoral artery. Post-deployment, the right lower leg was cold to the touch with diminished pulses noted. A femogram revealed obstruction in the right superficial femoral artery, and the pt was taken for vascular surgery to restore blood flow. The pt was stable following the event.